Manufacturer narrative:
The reported event is unconfirmed. Visual evaluation noted received 1 all silicone foley catheter with syringe. Inflated catheter balloon with 10 ml methylene blue solution (3 drops 1 percentage aq methylene blue per 100 ml distilled water) using returned syringe. Balloon inflated with no difficulties and deflated within 47 seconds. No root cause could be found because the reported event was unconfirmed. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. Correction: d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the fixed water was injected during pretest, it was difficult to drain the water from the foley catheter. The patient was not used the product, so a different product was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the fixed water was injected during pretest, it was difficult to drain the water from the foley catheter. The patient was not used the product, so a different product was used.